Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-apr-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (3 mg at 2.2023 mg/day) and bupivacaine (30 mg at 22.02297 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented to the emergency department with draining at the lumbar incision with positional headaches due to a cerebrospinal fluid leak (csf).. She reported tenderness at the incision site (catheter revision (B)(6) 2023). The patient was admitted for surgical intervention. During surgery it was noted the clear fluid was draining from around the catheter entry site. A purse string was placed around the catheter and adherus dural sealant was placed over the catheter to repair the leak. The patient was discharged from the hospital but the csf leak reoccurred. The presented to the emergency room again with clear fluid draining from the lumbar incision site when standing and a positional headache. The patient was admitted for a second csf repair. The csf leak was repaired with placement of a lumbar drain. The patient continued to report a persistent 'lump on her back'. No further report of signs or symptoms related to a csf leak.